Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had inappropriately shocked the patient due to supra ventricular tachycardia (svt). A device check was done and it was found the rv lead integrity alert (lia) had previously triggered and the rv lead had t-wave oversensing (twos). Electromagnetic interference was observed on the right atrial (ra) lead. It was noted the device had triggered an recommended replacement time (rrt) alert. Follow-up was attempted with the physician; however, no additional information could be obtained. The device and leads remain in use. No further patient complications have been reported as a result of this event.